Event description:
Customer reports being unable to obtain a result on the aviva system, due to an unspecified power issue. Customer reported low blood glucose symptoms while attempting to use the device; his spouse treated him with orange juice, and low blood glucose symptoms improved 5 minutes later. Requested return of suspect device, and replacement was sent.